Event description:
It was reported to boston scientific corporation in 2008 that an injection gold probe bipolar electrohemostasis catheter was used during a colonoscopy procedure performed in 2008. According to the complainant, the probe did not output heat during the procedure. Reportedly, the procedure was completed with another injection gold probe bipolar electrohemostasis catheter.

Manufacturer narrative:
Visual examination of the returned device revealed a fractured ceramic tip at the catheter insertion point; the condition of the device precluded the ability to perform an electrical evaluation. Although the cause of the fractured tip is undetermined, it is likely attributable to procedural use (i.e. Operational context). The device history record for the pertinent lot was reviewed; no anomalies were noted. A search of the complaint database revealed no additional complaints reported for the lot.